Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported, rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: observed creases on the surface of the device. Observed yellow biological tissue on the surface of the device. Observed wear abrasion on the surface of the device. No further actions are required as no manufacturing issues are observed.